Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #:(B)(4), description: linear st lead, 70cm. Model#: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the physician was not able to remove the missing contacts from the patient¿s body. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient¿s lead was having high impedances. It was also confirmed that some of the patient¿s contacts were broken. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #:(B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient¿s lead was having high impedances. It was also confirmed that some of the patient¿s contacts were broken. The patient underwent a revision procedure wherein the leads were replaced.